Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded and the sensing coil exposed between 14.1 cm and 14.3 cm from the connector pin, most likely due to friction with the implantable cardioverter defibrillator (ICD) can. In the damaged area one filar was fractured and melted and several around it were partly melted. The energy from the shock the ICD delivered most likely transferred to the damaged area, causing the filars to melt. The lead abrasion towards the can could cause oversensing.

Event description:
It was reported that the patient reported to the hospital after receiving shocks while carrying a shopping bag. The right atrial lead exhibited artifacts on the intracardiac electrogram. Later there was no atrial signal observed at all. The ring of the lead was found to be -defective-. The lead was explanted and replaced.